Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient went to an emergency room (ER) on (B)(6) 2025 and got treated with an intravenous (IV) drip. Blood glucose level was 203 mg/dl at the time of the event and was caused by bent cannula. The bent cannula was due to infusion set being inserted into the area which did not have sufficient subcutaneous tissue. Patient was found positive for ketones levels and ketone levels were found to be 1.9 mmol/l. Patient also experienced symptoms of vomiting / palpitation and dizziness at the time of event. The length of hospitalization was less than 24 hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011270, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 09-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011270". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011270 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12, on 25-jan-2025 with a total of (B)(4) units. No deviation was identified, nor maintenance events were recorded related to complaint code. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Test results: photo/sample was not provided. No returned sample will be available for this complaint, references samples: visual test according to (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to (wi) version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to (wi) version 2.0 on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.